Event description:
The customer reported when emptying the liquid waste container, she accidentally hit the container causing fluid to leak from the container involving unicel dxi 600 access immunoassay system. The customer was able to keep the contents of the leak in the sink. The customer verified there was no direct contact with the fluids. The customer has a standard protocol in place for cleaning fluid spill at the facility. There was no report of injury or adverse effect associated with this event. A replacement bottle was shipped to and received by the customer.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. (B)(4).